Event description:
It was reported that the patient went to the emergency room upon hearing a lead integrity alert. Oversensing and noise was noted on the lead. The coil was noted to be "pulled" on x-ray and the proximal end was also noted to be broken. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the outer insulation was torn. It was also noted that the defibrillator conductor was distorted, all conductors had blood/body fluid (not obstructed), the defibrillator conductor was fractured due to overstress, the helix was distorted/bent, there was blood in/on the helix mechanism, there was tissue on the helix, and the lead was damaged at implant. The analyst also noted that the exposed svc defibrillator coil fractured (tool-mark visible near overstress) at 38.6 cm. The interior cable continuity is complete. Some nicks and scratches but no solid set screw marks visible on rv leg. The helix was fully retracted. Once extended, the helix appears bent.